Manufacturer narrative:
The patient's products have been returned to lifescan for evaluation; however, the evaluation process has not yet been completed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of lifescan of any deficiency in the performance of the device.

Event description:
On (B)(6) 2012, the user in (B)(6) contacted lifescan to report the one touch verio pro meter was giving the apply sample error message during testing. There was no patient injury associated with this issue. As the issue was not resolved with troubleshooting, the complaint is being reported.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2013)-device evaluation: the meter involved with this complaint has been returned on (B)(4) 2013 and evaluated by product analysis (pa) on (B)(4) 2013 with the following findings: the meter passed testing with no faults found. The meter was found to function properly. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.